Event description:
Bd (becton dickinson) safetyglide insulin syringe- safety mechanism failed after administering insulin to patient, team member stuck with dirty syringe. This is the second syringe that this happened with, the first one occurred with med prep and no stick occurred. Reference report: mw5165989.